Manufacturer narrative:
Based on the provided information, the customer declined to have philips service the device. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the self-test failed.

Manufacturer narrative:
Phone number: (B)(4).